Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found diagnostic codes in the memory logs relevant to the reported malfunction. The se replaced the exhalation sensor printed circuit board (pcb) and pneumatic interface pcb. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that, during use on a patient a 980 ventilator was put in standby for a procedure and then went inoperative. It is not clear if the ventilator went inoperative when put in standby, or when trying to start ventilating again. The patient was placed on an alternate ventilator. There was no report of patient harm as a result of this event.